Event description:
Caller reported an alarm, identified as alarm 01. There was no adverse impact to the customer's blood glucose level. Customer was instructed to load a new cartridge from a different box, and successfully resumed insulin delivery.